Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x12mm threader balloon catheter was advanced to dilate the lesion. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same threader balloon catheter. No patient complications were reported and the patient's status was okay.